Event description:
It was reported that the device's power module failed. There was reportedly no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was determined that the ac power module needed replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The ac power module was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.